Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported intermittent issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the voice prompts on their device were only intermittently functioning. The customer would press the on/off button to open the lid and voice prompts intermittently could not be heard from the device. There was no report of any patient use associated with the reported issue.